Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot. Device had cracked display window corner and scratched reservoir tube window. Device had intermittent button response due to flattened act button dome switch. No numbers ramping or scroll bars moving up noted. Device passed displacement test, rewind and basic occlusion tests. No rewind anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was performed. The device was returned for analysis.